Event description:
Pt augmented 1996. Approx 6 mos ago pt noticed deflation left breast implant. Pe = deflated left breast implant - right breast implant intact with grade ii ptosis and grade 1 capsular contracture. 2004 pt underwent bilateral removal of breast implants. Augmented with mentor saline implants - pt also had breast lift.